Manufacturer narrative:
Updated block: d9

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that the electronic patient gas system (epgs) oxygen (o2) sensor failed calibration. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) replaced the o2 sensor and release testing was performed. The unit operated to the manufacturer's specifications.